Manufacturer narrative:
Event took place in (B)(6) and has been reported through distribution subsidiary pajunk medical produkte gmbh. Currently the data is poor and the device has not been returned/ analysed. As soon as further data will be available a follow up report will be sent in to the agency.

Event description:
(B)(4). Tentative summarizing translation from initial reporter´s narrative: pt underwent uneventful ivor lewis minimal invasive esophagectomy. Analgesia was administered through a thoracoscopic placed paravertebral catheter placed by the surgeon during the operation, with good effect. After removal of catheter, 5 days post operation, the nurse noticed the end of the catheter was destructed.

Manufacturer narrative:
Based on risk assessment and clinical evaluation report as well as substantiated by post market data this case is considered as closed.

Event description:
Irn#: (B)(4). Tentative summarizing translation from initial reporter´s narrative: pt underwent uneventful ivor lewis minimal invasive esophagectomy. Analgesia was administered through a thoracoscopic placed paravertebral catheter placed by the surgeon during the operation, with good effect. After removal of catheter, 5 days post operation, the nurse noticed the end of the catheter was destructed.